Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break occurred. The 80% stenosed target lesion was in the moderately torturous and moderately calcified left circumflex artery. A 10 mm x 3.50 mm wolverine coronary cutting balloon was used for percutaneous transluminal coronary angioplasty. During the procedure, after pre-dilatation with nc balloon, the wolverine was used but could not cross the lesion despite multiple attempts. Upon further pushed of the device, it was noted that the shaft broke into two pieces near to the hub of the catheter, outside the guiding catheter. The device was removed in one-piece from the patient. The procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was not returned for analysis. However, an analysis was concluded based on the received photo of the device which showed a break in the hypotube approximately 30cm distal to the strain relief and manifold.

Event description:
It was reported that a shaft break occurred. The 80% stenosed target lesion was in the moderately torturous and moderately calcified left circumflex artery. A 10mmx3.50mm wolverine coronary cutting balloon was used for percutaneous transluminal coronary angioplasty. During the procedure, after pre-dilatation with nc balloon, the wolverine was used but could not cross the lesion despite multiple attempts. Upon further pushed of the device, it was noted that the shaft broke into two pieces near to the hub of the catheter, outside the guiding catheter. The device was removed in one-piece from the patient. The procedure was completed with another device. No patient complications were reported.